Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 for fever 101 °f and pain at lvad exit site. The patient was on chronic antibiotics, vancomycin. The patient experienced an ongoing (B)(6) driveline infection. CT and ultrasound were negative for fluid collection at the lvad exit site. The patient was elevated to 1a status. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined. However, transient power elevations were confirmed through evaluation of the submitted system controller log file. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.